Event description:
It was reported by the physician's office that the patient had passed away. The physician's office did not have any further details regarding the patient's death. Follow up with the care facility's office manager revealed that the patient died of a heart attack. A medical professional's assessment of the relation of the patient's death to the vns is unknown to date. The disposition of the patient's device is unknown to date. No additional relevant information has been received to date.

Event description:
Follow up with the funeral home revealed that the vns would have been left in the patient as they were not cremated.